Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 01-jun-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (400 mcg/ml at 120 mcg/day) via an implantable infusion pump. The indication for use was spinal pain and other chronic intractable pain of the trunk and limbs. It was reported that the pump had flipped in 2013 and a full catheter replacement was performed. No further complications have been reported as a result of this event.